Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the xience v stent delivery system (sds) noted blood visible in the guide wire lumen and contrast in the inflation lumen, consistent with preparation and the sds being advanced over a guide wire. The stent implant was dislodged from the balloon and not returned, confirming the reported dislodgement. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The tip length was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip length was measured and met manufacturing criteria. The patient anatomy was heavily calcified which likely contributed to the reported difficulty. Factors which may contribute to resistance with a guiding catheter include, but are not limited to, manufacturing, damage to the stent, damage to the guiding catheter, or procedural technique. The guiding catheter used in the procedure was not returned for analysis therefore it is unknown how it may have contributed to the reported difficulties. It was reported the sds failed to cross the lesion and was then removed from the anatomy and re-inserted which may have contributed to the reported difficulties. It is likely that re-insertion of the sds caused damage to the stent and balloon as positive pressure may have been inadvertently applied to the sds. Manipulation attempts of the sds as positive pressure was applied in the attempts to keep the stent on the balloon likely contributed to the stent actually dislodging. The dislodged stent was unable to be located and may remain in the patient anatomy. It should be noted the xience v everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged and/or dislodged from the balloon when retracting the undeployed stent back into the guiding catheter. A review of the device lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this event and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there is nothing to indicate a lot specific product quality deficiency. All stent delivery systems are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Event description:
It was reported that during a procedure of the moderately tortuous, heavily calcified, 90% stenosed, concentric, de novo proximal/mid left anterior descending artery (lad), after pre-dilatation with a 2.0 mm x 10 mm non-abbott balloon catheter, the 2.5 x 8 mm xience v stent delivery system (sds) was advanced without resistance but failed to cross the lesion. The lesion was further dilatated with the same non-abbott balloon catheter. The same xience v sds was attempted again to cross the lesion but resistance was met between the sds and the inner lumen of the guide catheter. When the sds exited the tip of the guide catheter under fluoroscopy the balloon area appeared slightly inflated. Negative pressure was then applied. Under angiography the stent implant appeared to have expanded slightly. In an attempt to prevent stent dislodgement, the sds balloon was inflated so the stent implant was securely caught between the guide catheter tip and the slightly inflated sds balloon. Pressure was applied up to 4 atmosphere and the devices were removed as a system. Once outside the anatomy it was noted that the stent implant was not on the balloon catheter. The guide catheter and sheath were examined but the stent implant was not located. The patient abdominal and chest area were examined using computed tomography (CT) scan but the stent was not located. Additionally, the arms were checked under angiography but the stent was not observed. The procedure was completed after deploying a 2.5 mm x 15 mm xience v stent in the distal lad and a 2.75 mm x 12 mm xience v stent in the proximal lad. There was no reported adverse patient sequela. Though requested, no additional information was provided.